Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be up. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a revision procedure, this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was inserted successfully as a replacement lead. No additional adverse patient effects were reported. This rv lead was capped. Additional information was received that reported this right ventricular (rv) lead exhibited rising shock impedances with possible calcium deposits that were noted on x-rays as well. The physician opted to perform the lead revision procedure where the lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be up. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a revision procedure, this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was inserted successfully as a replacement lead. No additional adverse patient effects were reported. This rv lead was capped.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be up. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a revision procedure, this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was inserted successfully as a replacement lead. No additional adverse patient effects were reported. This rv lead was capped. Additional information was received that reported this right ventricular (rv) lead exhibited rising shock impedances with possible calcium deposits that were noted on x-rays as well. The physician opted to perform the lead revision procedure where the lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.